Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented to the hospital after several hours of left-sided hemiparesis and difficulty with ambulation. No acute abnormalities on head CT. Neurology was consulted. Impression from neurology is small embolic stroke. Plan for follow-up head with CT in the future. Symptoms resolved within 8 hours of presentation. Patient discharged with no residual deficit. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks.

Event description:
It was reported from the site that the patient presented to the hospital after several hours of left-sided hemiparesis and difficulty with ambulation. No acute abnormalities on head CT. Neurology was consulted. Impression from neurology is small embolic stroke. Plan for follow-up head with CT in the future. Symptoms resolved within eight (8) hours of presentation. Patient discharged to home (B)(6) 2014 with no residual deficit.